Manufacturer narrative:
The elecsys hcg+beta reagent lot number is 838105. The expiration date was not provided. The field service engineer (fse) and field applications specialist inspected the analyzer and determined that a defective measuring cell had caused the event. The fse replaced the measuring cells and verified that the analyzer is performing according to specifications. The investigation determined that a component failure (measuring cell) had caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys hcg+beta results from two patient samples tested on the cobas e 411 analyzer (disk system). Patient sample 1 on (B)(6) 2025: the initial result was 19.35 miu/ml. On (B)(6) 2025: the repeat results were 19.35 miu/ml, 19.11 miu/ml, 103.0 miu/ml, and 109.6 miu/ml. A result of 16.5 miu/ml was also mentioned. Patient sample 2 on (B)(6) 2025: the initial result was 17.12 miu/ml. The repeat results were 1810 miu/ml and 1837 miu/ml.